Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation on (B)(6) 2017, confirmed that the tissue pad was worn and partially peeled. No error was reproduced. The manufacturing record was reviewed with no irregularities. These types of tissue pad damage and error are most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). It was likely that the error occurred by the mechanism as follows; since the probe contacted with hard tissue, metal or surgical instruments during output, the probe was subjected to an excessive load. Consequently an error displayed. The instruction manual of the device has already warned as follows; warnings: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Warnings: the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Event description:
The subject device was used during a laparoscopic appendectomy. After short time of use, the tissue pad of the device was worn and an uncertain error was displayed. It was not reported that whether the device was replaced and whether the procedure was completed. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on (B)(6) 2017, confirmed that the tissue pad was worn and partially peeled.